Event description:
Terumo medical corporation received the following information: it was reported that the carrier tube of the angio-seal could not be pushed out of the sheath. There was no blood loss. The dilator was kinked and it was difficult to pass through the sheath then the whole device was removed from the patient. Hemostasis was achieved with a new angio-seal. Patient was in stable condition. The procedure performed prior to the use of the angio-seal was cardiac angiography and stent implantation performed using a merit 6f sheath. There was a pre-deployment angiogram performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
A1: a2: d6a: d6b: e1: e1: e3: occupation: unknown healthcare professional. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, locator, guidewire, hemostasis sheath, and carrier tube. The device was subject to visual inspected. The carrier tube and sheath were returned fully mated and were returned in the forward lock position. The anchor was deployed from the distal tip of the sheath. A kink in the locator was also noted at the blood inlet hole. The angio-seal device was returned for evaluation and a kink was noted at the blood inlet hole of the dilator. Based on the condition the sample was returned in, the complaint was confirmed for a kinked locator. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).